Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Patient reported a skin rash due to the larger size of the precut opening located in the extra space between the stoma and the mass. The skin is excoriated with a slight painful feeling. Patient changed his pouch daily and reported daily showers. The area is cleansed with warm water and liquid soap. The end user subsequent outcome was not reported.